Event description:
The customer reported unit has ma sensor error on c-arm. No pt injury was reported.

Manufacturer narrative:
The ge service rep ordered hv supply regulator, it seems that the sensors are not working properly.